Event description:
Customer's daughter reports back to back testing on the active system with results of: 1.500mg/dl to 55 mg/dl, 2. 500mg/dl to 57 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.